Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. During remote troubleshooting, the philips remote service engineer (rse) contacted the customer regarding the reported issue of delayed fluoroscopy. The customer confirmed that the issue was not observed at the time of the call. The system was functioning as intended. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been completed satisfactorily before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user's routine checks have been completed satisfactorily. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a delay in performing fluoroscopy. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.